Manufacturer narrative:
Evaluation results: one cadd-solis was returned for investigation in good condition. The pump was visually inspected and was tested for any signs of dysfunction and pressure failure. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No root cause could be determined. Based on the investigation results, no corrective action were taken.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery by 7.5%. It was not specified whether or not this occurred during infusion. No adverse effects were reported.